Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that there was a volume discrepancy. The actual residual volume (arv) was greater than expected residual volume, arv: 20 ml and erv: 9.1 ml. A rotor study was performed which showed no problems. A dye study was performed and they were unable to clear the catheter. The patient¿s health care professional was not able to complete a catheter dye study. A catheter revision was not yet scheduled, but was planned to evaluate the system to ensure it is not blocked or kinked. The pump was used to infuse an unknown drug. Further follow-up is being conducted to obtain additional information on patient symptoms, drug information, interventions and outcome. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported other medications (oral, etc.) That the patient was taking at the time of the event included occasional oral baclofen. The patient had increased spasticity. The catheter was kinked at the pump catheter connection. It was clarified that the location of the issue was in the pocket and not exactly at connector. The patient¿s health care professional (hcp) was unable to perform dye study secondary to inability to draw back csf. The catheter issue was identified after the patient symptoms were worsening. There was also a report of increasing residual volume during refill. Action required as a result of the event included surgical intervention explained as a revision. The hcp cut catheter length to decrease the possibility of extra catheter kinking in the pocket site. The patient recovered without permanent impairment. The pump was used to infuse gablofen.